Manufacturer narrative:
Based on a review of the available data, calibration signals were too low which partly caused failed calibrations. The pinch valve tube was changed (B)(6) 2016. The investigation agrees that the pinch valve tube issue identified by the sales representative was the root cause of the issue. No additional erroneous results were obtained after this part was replaced.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: asku.

Event description:
The customer questioned results for 40 patient samples tested for parathyroid hormone (parathormone, parathyrin) - pth, intact (pth). The customer repeated some of these samples and 2 patient samples were erroneous. It is not known if erroneous results were reported outside of the laboratory. Patient 1 initial pth result was 25.70 pg/ml. The repeat result was 54.80 pg/ml. Patient 2 initial pth result was 4.00 pg/ml. The sample was repeated twice with results of 11.70 pg/ml and 11.80 pg/ml. No adverse event occurred. The pth reagent lot number and expiration date was not provided. The sales representative visited the customer site and the customer indicated that there were other discrepant results for tests other than pth, however, the name of the tests nor the results were provided. The sales representative checked the analyzer and identified an issue with the pinch valve tube. The pinch valve tube was last replaced on 04/14/2016. The pinch valve tube was replaced and no further discrepant results were observed.